Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer had flu-like symptoms, and was vomiting. The customer was unsure whether the hospitalization was an insulin pump issue or not. Nothing further was reported.